Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The medical surveillance specialist spoke with the pt on june 17, 2009 and obtained the following information. The pt reported that on original date at 9:00pm, he obtained an alleged high blood glucose reading of "240 mg/dl" with the subject meter. The pt stated that he typically tests in the "100-120 mg/dl" range; however, administered 3 units of novolog insulin based on the subject meter's reading. Approx 20 mins later, the pt claimed he became very shaky. At the onset of the symptoms he tested with the subject meter and obtained a result of "51 mg/dl." The pt reported treating himself immediately after with food and/or drink. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.